Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 264-400 mg/dl. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. Customer declined troubleshooting with tandem technical support. Customer reverted to an alternate pump for insulin therapy.